Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: as reported by the sales rep, resistance was met while shuttling down on a mynxgrip (5f) vascular closure device (vcd). Believing that shuttle had arrived at appropriate stop, the deployer retracted the sheath and they could see the complete sealant on mynx catheter. Hemostasis was achieved via 30 minutes or less of manual compression. There were no clinical events. The intended procedure was diagnostic coronary. The access site was the femoral artery, which was 7 mm. The stick location was medium. Unusual force was not applied when retracting the 5f non-cordis sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back against the shuttle hub. The sealant was exposed to blood and slightly swelled. The advancer tube was found inside the shuttle tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. A device history record (DHR) review of lot f1610201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The failure reported as ¿shuttle advancement issue¿ and ¿sealant misdeployment / sealant exposed¿ were confirmed due to the condition in which the unit was received for analysis. However, the exact cause of the reported failure experienced by the customer could not be determined. Based on the information provided and the investigation performed, the reported event might have been caused by sealant swelling up and increasing the profile which may have cause resistance during the shuttle deployment step. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath, causing the sealant to hydrate prematurely which can contribute to difficulty during shuttle step. Procedural factors and handling process may have contributed to the failure as reported. As stated in the instructions for use: ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Therefore no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep, resistance was met while shuttling down on a mynxgrip (5f) vascular closure device (vcd). Believing that shuttle had arrived at appropriate stop, the deployer retracted the sheath and they could see the complete sealant on mynx catheter. Hemostasis was achieved via 30 minutes or less of manual compression. There were no clinical events. The intended procedure was diagnostic coronary. The access site was the femoral artery, which was 7 mm. The stick location was medium. Unusual force was not applied when retracting the 5f non-cordis sheath.